Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "a patient of unknown age underwent an ion lung biopsy. It was reported that during the procedure, the patient experienced complications associated with a pulmonary embolism. No further information is available despite multiple efforts to obtain further details. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%). Another prospective multicenter international study of 1,215 cases reported 1 associated death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. There were no reported events of venous thromboembolism (vte) including deep venous thrombosis or pulmonary embolism. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths and no vte. However, it is possible that immobility during general anesthesia and the small amount of bleeding and subsequent clotting associated with lung biopsies may confer some degree increased risk of vte events. Possibly of more relevance, lung biopsies are often performed in the setting of diagnosed or suspected cancer. It is estimated that cancer confers a 4-7x higher risk for vte. The higher rate of vte has been reported to range between 3-13.9% in patients with lung cancer. There was no allegation of a malfunction of the ion system, instruments or accessories associated with the reported complication. Based on the available data it is possible the procedure may have been a contributing factor to the vte event and therefore the pulmonary embolism post biopsy may have been procedure related. There is no compelling evidence the event was device related." Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Blom jw, doggen cj, osanto s, rosendaal fr. Malignancies, prothrombotic mutations, and the risk of venous thrombosis. Jama. 2005. Bagchi a, khan ms, saraswat a, ansari a, nai q, iyer v, hamouda d, khuder s, verghese c. Increased incidence of thrombotic complications with non-small cell lung cancer necessitates consideration of prophylactic anticoagulation in young individuals. Cureus. 2021. Chew hk, davies am, wun t, harvey d, zhou h, white rh. The incidence of venous thromboembolism among patients with primary lung cancer. J thromb haemost. 2008. Connolly gc, dalal m, lin j, khorana aa. Incidence and predictors of venous thromboembolism (vte) among ambulatory patients with lung cancer. Lung cancer. 2012.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient started to have complications related to a pulmonary embolism. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.